Manufacturer narrative:
The subject device was returned to olympus for evaluation. Olympus is under investigation for the cause of this phenomenon. Olympus will submit a supplemental MDR report after the cause of this phenomenon is determined.

Event description:
Olympus was informed that at the end of upper gastrointestinal tract inspection using the gastrointestinal videoscope (B)(4), the operator got an electrical stimulus from the subject device while the operator grasped the tip of the videoscope and pushed the lamp button of the subject device for a longer period to turn off the lamp. There was no report of the operator's injury in this event.

Manufacturer narrative:
Omsc evaluated the device and found that the phenomenon was not reproduced. Omsc found the following. There are not any abnormalities on the exterior of this device. There are not abnormality with the value of the earth-leakage current and the surface-leakage current and the patient- leakage current. Based on the above information, omsc surmised that this event caused by any another device rather than this device. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.